Event description:
The customer reported the preview image appeared fine. However, full image came across in checker board pattern except for the top edge of the image. Pt had to be repeated image to complete exam.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).